Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as a touch contamination. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. On an unreported date the month as event onset, the patient was treated with intraperitoneal (ip) vancomycin and ip gentamicin, discontinued on an unreported date (doses and frequencies not reported). The following month (unreported date), the patient began treatment again with ip vancomycin and ip gentamicin, discontinued six days after receipt of this report (doses and frequencies not reported). Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.